Event description:
The customer reported that the system would intermittently not perform fluoroscopy. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The interconnect cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.